Event description:
It is reported that the patient received her implant in 2001. The patient was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: it is not known at this time if the products implanted were zimmer products. The device combination has been in vivo for approximately 12 years at the time of revision. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.